Manufacturer narrative:
The subject device is expected to be returned to olympus for evaluation. However, the device has not yet been received. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the plastic at the distal tip of the subject device broke, so the guidewire could not be kept in place. There was no report of patient or user injury due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was manufactured in december 2021, but the exact date is unknown. Based on the results of the investigation, a likely cause of the guide wire tip tear might be the following mechanisms: 1) trying to insert the device into the endoscope while using the guide wire. 2) the device was excessively angulated while inserting the guide wire into the guide wire tip. 3) a load beyond the resistance strength was applied to the guide wire tip. That might have caused the guide wire tip to tear. However, since the device was not returned for evaluation, the definitive root cause of the breakage could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 5. This may damage the distal tip.¿ olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the user facility regarding the reported issue (the plastic at the distal tip of the subject device broke, so the guidewire could not be kept in place): the device was inspected prior to use and no issues were noted. The reported issue occurred during a therapeutic ercp stone removal. The procedure was successfully completed using a similar device. There was no delay in the procedure, as stock was available. There was no injury or harm due to the issue. The tip did not fall into the patient¿s body cavity.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the customer's reported issue. Additional information added to b5.

Manufacturer narrative:
Corrected: h4. This report is being supplemented to provide additional information based on the device evaluation and the final investigation. The device evaluation could not confirm the user's event but found the guidewire tip was torn. Based on the results of the investigation, the specific root cause could not be determined at this time.